Event description:
Patient representative reported left side psychological distress, recall, diagnosed with nodules , constant pain, difficulty healing the stitches. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of breast mass and impaired healing are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast mass and impaired healing.